Manufacturer narrative:
This report filed november 6, 2015.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain and headaches with device use resulting in permanent non-use of the device. Subsequently the device was explanted on (B)(6) 2015 at the patient's request.